Event description:
It was reported that shaft rupture occurred. The target lesion was located in the left superficial femoral artery (sfa). After a non-bsc guide wire was inserted, an angiojet solent omni catheter was advanced but encountered significant resistance passing the distal segment of the sfa. The catheter was kinked in the middle segment while pushing and was removed from the body. The catheter kink ruptured and blood began escaping through the opening. The procedure was completed with another of the same device. Post thrombectomy and laser atherectomy, angiography revealed severely diseased sfa with near complete obstruction due to restenosis. Per physician, it was the cumulative effect of the stenosis and poor wire support most likely led to the failure. No further complications were reported.